Manufacturer narrative:
Product analysis: analysis determined that the radiofrequency head's cable was out of specification in an electrical manner and caused the programmer to shut down when it was connected. The cable was replaced and the head then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that soon after powering the programmer on it automatically turned off. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.